Manufacturer narrative:
Available information suggests that this device will be returned for analysis. This event will be updated as additional information becomes available. Subsequently, this device was returned for analysis. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. Additional analysis confirmed that the device met labeled longevity expectations, and that all therapy was available at the time of explant. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that when this implantable cardioverter defibrillator (ICD) was being explanted due to normal battery depletion, the physician noted that the device header was loose. No adverse patient effects were reported as a result of this observation.